Manufacturer narrative:
The device was not returned for analysis. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that a patient presented with inadequate wound healing at the ipg incision site. The physician cleaned out the wound and provided the patient with antibiotics. The patient is currently doing well and there were no further reports of complications.